Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with antibiotics (specific type, date and duration not reported). The symptoms resolved and the implanted device remains.

Manufacturer narrative:
This report is submitted on september 07, 2023.